Event description:
Medtronic (covidien) received report that an occlusion balloon catheter was necessary during pipeline flow diversion treatment of an unruptured, saccular aneurysm in the cavernous portion of the left internal carotid artery (ica). It was not reported why the occlusion balloon catheter was necessary. There was no report of patient injury as a result of this event.

Manufacturer narrative:
The device involved in this event will not be returned as it was implanted in the patient. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The event cause could not be determined. (B)(4).